Manufacturer narrative:
Device is a combination product. Promus premier ous mr 16 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the manifold found no issues. A visual and microscopic examination of the stent found proximal stent and distal stent damage, with stent struts bunched and stretched distally. The undamaged stent od (outer diameter) was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 53cm distal to the distal strain relief. Analysis also identified multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18feb2020. It was reported that hub/manifold break occurred. A 16 x 2.25 promus premier drug-eluting stent was selected for use. Upon opening the package, a small fold was observed in the middle segment of the body between the extender and indeflator. Introduction through the guide catheter was conducted but it ruptured. The device was not used to the patient. However, device analysis revealed hypotube detached/separated and stent damaged.